Manufacturer narrative:
(B)(4). It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a stockert 70 system, and the foot pedal was delivering radiofrequency intermittently. The device was evaluated and no errors found. Device is within specification. The device was subjected to pm, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on UDI information, once we get more information it will be submitted in the supplemental. (B)(4). Event description continuation: the foot pedal stuck is indicative of a reportable issue. This issue will be reported under manufacturer # (B)(4). The second foot pedal delivering rf intermittently is also indicative of a reportable issue. This issue will be reported under manufacturer # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a stockert 70 system and there were issues encountered when using the foot pedals. It was reported that the stockert foot pedal would stop actuating the stockert 70 system. When the foot pedal is stepped on, the stockert 70 system will go on ablation and then stop going on ablation when the foot pedal is stepped on again. Switching the foot pedal resolves the issue temporarily and then the issue returns. Unplugging and re-plugging the foot pedal will sometimes resolve the issue. When that does not resolve it, then the foot pedal is swapped for the first pedal and the issue is temporarily resolved again. One of the foot pedals is now sticking and will stay in the down position even when stepped on. The procedure was completed with no patient consequences. Upon request, additional information was provided on the event. The account had two foot pedals for this stockert 70 system. One was an extra foot pedal. One foot pedal was stuck down or delivering radiofrequency (rf) and was manually stopped by the off switch of the stockert remote. The foot switch had been depressed by the physician for a set timed lesion. At the end of duration, the foot pedal was still depressed after the physician had removed his foot and the rf continued. This lasted roughly 3 to 5 seconds post duration due to attentiveness of the staff. The stuck foot pedal was therefore switched to the backup foot pedal #2 (extra foot pedal at account). Foot pedal #2 was plugged directly into the front of stockert. Pedal #2 was not sticking but when pressed down it would deliver rf intermittently. The procedure was completed with foot pedal #2 being connected to the stockert remote with no intermittent rf. It was confirmed that there was no patient injury.

Manufacturer narrative:
This is a correction, this stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).